Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was displaying "insert battery" when the battery was already in the charger/modem. The patient was issued a replacement battery charger/modem and a new battery pack.

Manufacturer narrative:
Device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (displaying insert battery when battery in charger) was confirmed. Upon investigation transistor q1 was damaged, causing battery communication issues that prevented the charger/modem from properly charging the battery. The cause of the damaged q1 was corrosion on the battery connector. The root cause of the corrosion could not be positively identified but was likely liquid ingress. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. Upon investigation the battery would not charge or power up a monitor. The output voltage was 2.32v. The root cause of the low output voltage was the defective charger that would not allow the battery to recharge. No adverse event resulted from the corrosion on the battery connector. The patient received a replacement battery charger/modem. Battery charger/modem manufactured 04/2011. Battery pack sn (B)(4) manufactured 05/2010.